Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that she tipped the unit while moving it, and this resulted in burns to her chest and stomach from the hot water that spilled out of the personal steam inhaler. Medical intervention was sought for their injuries two days after the initial incident occurred. The instructions for proper use have clear warnings that the product should only be used on a firm, flat surface, and also to "never move the appliance while in use. It can spill hot water if tilted or tipped over causing injury". Kaz USA, inc. Has requested that the product be returned to our company for testing.